Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens iols in both eyes. Postoperatively the pt complained of difficulty driving due to moderate halos. The pt was prescribed glasses for vision correction. The cause of the halos is unk. Approx one year postoperatively, the pt reports having a piggyback lens implanted to address a refractive error and now reports experiencing problems with near vision. Reference MDR # 2031924-2010-00171.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.